Event description:
It was reported that the patient had a promus stent implanted two weeks ago and has developed a rash primarily on the patient's arms. The physician is trying to get information regarding the promus stent. The patient is fine at this time. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypersensitivity/allergic reaction/rash is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.